Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer found that the station was sitting on top of a table and was slightly inverted, leaning backward and hanging off the edge. After adjusting it to sit flat on the table, the drawer was able to open smoothly and there was no problem with the device and the issue resolved. The system functioned as intended after the field service engineer had investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to open and felt stiff when attempts were made to pull it out or push it back in. The drawer repeatedly clicked several times before ultimately failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.